Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2021 (196 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the excor blood pump of a patient supported in the lvad configuration. The clinic reported blood in front of the stabilization ring of the blood pump. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump, reddish brown coloration in the membrane interstices was detected, which indicates blood. Prior to the following investigation steps, the pump was sent for CT scan. The CT scan revealed that the residue was also visible between the membrane layer. For further analysis, the pump was disassembled and the membrane layers were individually examined. A leakage in the blood-side layer was detected. The leakage is located at the edge region of the membrane close to the pump casing. The middle layer and the air-side layer of the triple layer membrane were found to be intact. The thickness of the defective membrane layer and the one adjacent was re-measured at defined points. The thickness of the individual layers at all defined points was found to be within specification at the time of the re-measurement. Through further analysis of the CT-scan data, the region at the edge of the membrane layer was found to be thinner than the rest of the membrane layer. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location. To improve the homogeneity of the thickness of the blood-side layer on excor blood pumps, the edge region of the blood-side layer membrane has an increased thickness starting in the 4th quarter of 2019, as most defects in the blood-side layer membrane occurred in the edge region. The blood-side layer membrane from this pump was produced before the introduction of this improvement.